Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. At time of the call, the patient's smart device with application was displaying readings. Dexcom representative advised the patient that, if possible, to limit the number of applications running in the background and the number of bluetooth devices paired to their smart device. Patient stated that they think their wireless speakers is causing the loss of connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on (B)(6) 2016. The complaint of a loss of connection was confirmed. A root cause could not be determined.